Manufacturer narrative:
Device passed displacement test. Device was received with minor scratched lcd window, cracked select button keypad overlay and faded serial number label. No physical damage to reservoir compartment or battery cap noted. The p-cap does lock into place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir lip ring was detached and the battery cap was broken and had experienced hyperglycemia. Customer¿s blood glucose level was unknown at the time of incident and the current blood glucose level was 420 mg/dl. Customer did not mention any treatments and symptom related to high blood glucose level. Customer stated that the reservoir was not able to lock in place when inserted in the insulin pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.